Manufacturer narrative:
Laboratory analysis of the returned device revealed no visual defects. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. Electrical continuity test was performed, and no problems were detected. The device was recognized by rhythmia hdx system, however electrical tests showed some electrodes were found with noise values and also one channel inactive on the rhythmia hdx screen, the reported event of spline detachment was not confirmed.

Event description:
It was reported that the catheter presented a spline detachment at the distal end. During a rhythmia case, an intellamap orion high resolution mapping catheter was selected for use. After inserting the catheter, physician observed with x-ray that the splines were closed but slide of catheter indicated totally opened. Tried to open completely the catheter but it was not possible. After removing the catheter to check the splines and it was noticed that some of them are defective. Splines detachment occurred at the distal end. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter presented a spline detachment at the distal end. During a rhythmia case, an intellamap orion high resolution mapping catheter was selected for use. After inserting the catheter, physician observed with x-ray that the splines were closed but slide of catheter indicated totally opened. Tried to open completely the catheter but it was not possible. After removing the catheter to check the splines and it was noticed that some of them are defective. Splines detachment occurred at the distal end. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.